Event description:
Md notes from the consultation: the patient "has had multiple procedures for treatment of supraventricular tachycardia. These have included attempts at ablation at several sites within the state...the patient has had pacer lead fractures following implantation of a pacemaker and this required revision with retention of the existing lead in the right ventricle. She has done well until recently when she began to notice extreme mobility of the device with it migrating into her axilla and also flipping on end when she was recumbent, especially on her left side. She had pain produced by these maneuvers and in addition complained of pain in the area of the left shoulder with dysesthesias in the left upper arm. She had had similar complaints in the past with a lead fracture resulting in the abandonment of the lead seen on x-ray, within the right ventricle."...md notes from op report: "we discovered, however, both the functioning atrial and right ventricular chronic electrodes had insulation breaks. There was a moderate amount of scarring within the pocket should note. The hypertrophic scar had been problematic apparently in the past. The leads were totally mobilized and we now reached the conclusion that all leads needed to be extracted and new leads inserted. She was pacer dependent."...the leads were amputated and laser locking stylets passed down each lead in turn. The active fixation devices were withdrawn prior to this. We attempted to remove the leads with gentle traction, were unsuccessful and accordingly mobilized of 14-french excimer laser. Working serially with the leads were able to remove all leads in their entirety." Note: no documentation of when the pacemaker was implanted.